Event description:
It was reported that during revision surgery, the surgeon experienced difficulty fitting the tips of drivers into and removing them from the recessed heads of six expedium offset bolts. As a result of the difficulties, patient was exposed to additional anesthesia as the procedure was extended by 30 ¿ 40 minutes. Concomitant devices: modified x20 hexlobe driver, 698337712, qty = 1; modified x20 hexlobe driver, 298337710, qty = 1. See the following mfg medwatch report numbers for the remaining expedium offset bolts that were involved in this event: 1526439-2013-24805, 1526439-2013-24806, 1526439-2013-24807, 1526439-2013-24809, 1526439-2013-24811.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by customer.

Manufacturer narrative:
It was reported on (B)(6) 2013 that it was determined inter-operatively that expedium offset was to be removed from the patient. For the first 3 screws that were removed dr. Walsh used the tapered, extended tip design. With great difficulty he was able to get the tip of the driver in the recessed x20 fitting of the expedium offset bolts to remove the domed nuts, then the x20 screwdriver would not come out of the top of the expedium offset pedicle bolt without difficulty. Later when we removed the actual pedicle bolt with the same screwdriver we had the same problem: the screwdriver wouldn't go into the pedicle bolt and when it did, it wouldn't come out without difficulty. For the last 3 screws that were removed dr. Walsh used the custom expedium offset x20 screwdriver with the narrowed neck above the tip. The result was similar to the experience above for the first 3 screws but maybe with less difficulty. The devices were not returned for evaluation as they were discarded per hospital policy. The device lot numbers are unknown therefore a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no observed trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required.